Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the permanent cautery hook instrument was not moving completely and would only move part of the way. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed. The instrument was analyzed and found to exhibit unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulator (mtm). However, the instrument hook moved in the opposite direction. This behavior was observed in the yaw direction, indicating a misalignment of the coordinate frames during the engagement sequence. The motion issues can be caused by something else in the backend (ex: broken cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). The plastic housing was removed, and no damage to the back-end components on the instrument was found. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.